Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an ongoing elevated blood glucose (bg) level as high as 400 mg/dl. At the time of report, the user's bg level was 217 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user was getting over a cold and was on antibiotics. The user stated that this may have impact their bg level; however, the user was unsure. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.